Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam kept flashing (pulsing) and shutting down the laser system at 62,166 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber's beveled edge; the glass cap and fiber proximal to the fracture were found to rotate independently of the metal cap. Both caps remain attached. Char and detritus on the metal cap and devitrification of the cap output window were also observed. The identified issues may activate the system's fiberlife function which will modulate the power showing a pulsing beam and/or the system will revert to standby move. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.